Event description:
It was reported by the sales rep that the proplege coronary sinus "balloon ruptured when they tried to inflate it. No more than a quarter cc was in the balloon when it ruptured and this happened during dye shot when they were positioning it initially." No patient injury was reported. The lot number is unknown. Tee and fluoro were used without a guidewire. The instructions for use recommend placement of hte device with a guidewire.there were no problems noted during prep. The solution used was "50/50 for the dye shot and it was prepped with no dye. They said they had no issue with insertion into the introducer.

Manufacturer narrative:
The device investigation is anticipated upon product return from the customer.

Manufacturer narrative:
Evaluation: the catheter was visually inspected and no visual defects were found on the catheter. A functional articulation test was performed by actuating the thumb switch and found that the tip articulates as normal when the thumb switch is moved through its various positions. An attempt was made to inject the water into the balloon lumen and the balloon was found to be leaking. The complaint was confirmed, but no manufacturing non-conformities were found in the returned sample. Available information suggests that handling, improper technique, and procedural factors may have contributed to the event. Since no labeling or IFU inadequacies have been identified, no further action is required at this time. The reported balloon rupture has multiple possible root causes. Possible causes of the balloon rupture include a manufacturing defect, a design defect, and procedural factors. A manufacturing defect is not confirmed. It is most likely that clinician error caused this reported balloon rupture. It is possible another surgical tool punctured the balloon or rough handling caused a hole. The root cause of the reported balloon rupture is indeterminable. Trends will continue to be monitored through the edwards quality system.